Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
"Practitioner was performing bone marrow biopsy as per normal. When she pulled out the biopsy needle and removed the cannula and attempted to push out core biopsy, there was a long piece of metal that came out. No biopsy specimen present. Appears that it came from inside the needle itself. She performed the procedure with another needle successfully."

Manufacturer narrative:
A lot number was not provided, so a batch record review could not be conducted. One opened device was returned for evaluation. Visual inspection found that the trap loc cannula was kinked in two places. All other components were not damaged and found to be manufactured to argon specification. The kinks were straightened out and the obturator was inserted to check for additional metal debris. None was found. The metal piece was not returned for evaluation. Without product to evaluate, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
"Practitioner was performing bone marrow biopsy as per normal. When she pulled out the biopsy needle and removed the cannula and attempted to push out core biopsy, there was a long piece of metal that came out. No biopsy specimen present. Appears that it came from inside the needle itself. She performed the procedure with another needle successfully.".